Event description:
It was reported that the patient presented in the emergency room. Device interrogation revealed noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: h6 product not returning.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Electrical, mechanical, and visual analysis was normal with no anomalies found.